Event description:
It was reported that a novum iq large volume pump was under infusing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.